Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. There are no plans to replace the lost fixture as of the date of this report, (B)(4) 2013.